Manufacturer narrative:
Tracking #: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
March 2007: underwent anterior colporrhaphy, enterocele repair followed by anterior repair vaginal repair with a vault of synthetic mesh under general anesthesia for recurrent cystocele.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.